Event description:
It was reported that the skin around the ICD generator appeared to be irritated, although the patient was afebrile. The device was repositioned and remains in use. There were no other patient complications reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.